Event description:
The reporter stated, the surgeon attempted to insert an aq2010v silicone three piece lens but, the lens tore as it was advancing through the cartridge. There was patient contact but no injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.